Event description:
At the beginning of an electrophysiology study, while adjusting a 20mm ball tip lasso from the lspv towards the os of the lspv, it was noted that the tip of the catheter was stuck about 2cm inside the vein os. The sheath was advanced to the site of the loop and venograms of the lsvp were performed in several views. It appeared to the physician that the tip of the lasso catheter was embedded into the vein wall along a linear shadow. Heparin was reversed with protamine. The sheath was then advanced close to the lsvp and the loop of the catheter was withdrawn with tension and clockwise torque until the tip came loose. The catheter and sheath were then withdrawn to the right side. Observation of the cardiac shadow during 45 minutes post withdrawal of the catheters did not show any evidence of pericardial effusion. Vital signs and o2 saturation remained excellent. Ice visualization of the lspv os showed patency with good flow. Patient had no symptoms. At this point, the procedure was aborted and the patient was observed overnight. A repeat CT scan was performed in the am to assess the lspv. The patient left the ep lab in stable condition.